Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 502 mg/dl at the timer of incident. The customer declined troubleshooting. The customer did not mention any treatments and symptom related to high blood glucose level. Customer also stated that the insulin pump had insulin flow block alarm. Customer stated the insulin exited. The insulin pump will not be returned for analysis.